Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available. The original MDR was submitted with code 2199 for patient code, code 2914 - 3116 for device code, code 3263 for method code, code 92 for conclusion code, which no longer exist. Code 4582 has been selected for health effect clinical code and code 4031 has been selected for medical device problem code (new fields). Note: this report is being submitted retrospectively per FDA request.

Event description:
It was reported that a patient underwent a percutaneous nephrostomy procedure due to a blockage of the bladder. The physician performed the procedure by puncturing through the abdomen in an attempt to drain the urine from the bladder. During the procedure, the ultrasound system froze and was unable to be booted up. The system was replaced with another similar system to continue and complete the procedure. There was a delay of 30 minutes while the replacement system was obtained. There was no loss of data so there was no need to repeat the imaging. The patient was reported to be under sedation longer than necessary; however, no patient injury was reported. No additional information was provided.